Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has a history of presyncopal episodes which were attributed to atrial fibrillation with rapid ventricular response. During the most recent ablation procedure, the right ventricular (rv) lead indicated a sudden non-capture condition with high thresholds. The physician was ablating near the coronary sinus and did not believe that the ablation was the cause of the lead malfunction. The physician believed the lead issue was likely the cause of the patient's presyncope. The lead was capped and replaced. No patient complications have been reported as a result of this event.